Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button had stopped functioning. Reportedly, the wake button was stuck. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. The customer's blood glucose level was not impacted. Reportedly, the customer continued using the pump for insulin therapy.